Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-17. Investigation summary: one sample was received by our quality team for investigation. The sample was subjected to visual inspection. A loose fiber-like foreign matter was observed inside the syringe barrel. The foreign matter was found to be brown in color and was subjected to fourier transform infrared spectroscopy test. The results showed that the spectrum of loose brown foreign matter matched reasonably with that of a protein. Fibers that are made of protein includes silk, hair, and furs. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause of the foreign matter could be due from the manufacturing environment.

Event description:
It was reported that syringe 10ml ll had foreign matter. The following information was provided by the initial reporter: foreign body in syringe. Appears to be a bit of string or rubber in the barrel of the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll had foreign matter. The following information was provided by the initial reporter: foreign body in syringe. Appears to be a bit of string or rubber in the barrel of the syringe.